Manufacturer narrative:
It was reported to davol that during an orthopedic case, the connector tip became detached from the device. There was no patient injury reported. The device was not returned and no photographs of the device were provided, therefore no evaluation was possible. While we are unable to confirm the specific device failure alleged without a returned sample, a corrective action has been implemented for this type of issue. This device was manufactured prior to this corrective action.

Event description:
Based on information reported to davol: (B)(6) 2008 - during orthopedic case, connector tip detached in the area where the clear and purple plastic meet. No patient injury.